Event description:
Implants placed 5/9/1997, site #43 (lower right pre-molar region). Procedure was uneventful. Pt had discomfort continously for 4 weeks post-op. He then woke up one night to find the implant lying in his mouth. X-ray did not show any problems. (6 implants had previously been placed in other regions without problems).